Event description:
It was reported that suture placement of the proglide devices was attempted bilaterally in the right and left common femoral arteries (rcfa and lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, a femoral angiogram was performed in both groins and heavy concentric calcification was noted in both arteries. The arteriotomy was 7fr, in both groins, and suture placement was attempted, the plan was to deploy the sutures of 2 proglide devices in each groin. In the rcfa, cuff misses occurred with both proglide devices. Two additional proglide devices were successfully deployed and sutures set aside for the procedure. In the lcfa cuff misses occurred with four (4) proglide devices. Two additional proglide devices were successfully deployed and sutures set aside for the procedure. The sheath was upsized to a 14fr in the rcfa and to an 18fr in the lcfa. After completion of the aaa procedure, the physician while pulling on the rail suture to tighten the sutures in the rcfa, the sutures pulled out of the artery. On the lcfa, when the physician was pulling on the rail suture to tighten the sutures, 3 of the 4 sutures came out of the artery. The physician believes that the sutures were not deployed in the right and left arteries but may have been deployed in heavy calcification, resulting in the suture coming out of the arteries. A cut down procedure was performed and hemostasis was achieved surgically. Additionally, the physician indicated that he had difficulty backloading the 0.035 angled guide wire (gw) with half of the failed proglide devices. The physician switched to a straight 0.035 gw and was able to backload into the proglide devices.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported cuff miss and indicated the anterior cuff detached from the needle. The returned device analysis confirmed the reported difficulty inserting a guide wire into the guide wire exit port of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported events. Based on an expanded investigation, there is a possible product issue related to the difficult to insert guide wire through the guide wire exit port. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was a clinically significant delay in the procedure of 45 minutes, due to the devices failures and ultimately resulting in surgical closure of the artery, but there was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices are being filed under different medwatch report numbers.